Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer was able to clear and rewind the insulin pump. Customer reported crack on the back side. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged insulin pump error, insulin pump error and cosmetic damage located at the backside on (B)(6) 2022. The insulin pump passed the displacement test and self test. Successfully downloaded history files and traces using thus. Insulin pump error was present in the history download (variable 12) line number = 341, file number = 522 and esf# = on (B)(6) 2022 at 13:53:38.000. Insulin pump error 4 was found in the history on (B)(6) 2022 at 13:53:36.000. Tested with a test p-cap and the test p-cap locked in place properly. Insulin pump was cut open to perform visual inspection and found no evidence of moisture damage. The following were noted during visual inspection: pillowing keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails and fading serial number label. Insulin pump error (variable 12) and insulin pump error was confirmed, due to hardware. Cosmetic damage was confirmed at the battery tube threads and case-corner of belt clip rails. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.